Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed that there was loss of capture in the right ventricular lead when the device was programmed to a unipolar pacing mode. The device was reprogrammed. The patient would continue to be monitored.